Event description:
It was reported that prior to a lap gastric procedure, the tip broke off the device while on the back table. They pulled a new device to complete the procedure. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.